Event description:
It was reported that the user experienced low blood glucose after accidentally making multiple meal announcements on the iLet, which led to additional insulin delivery; the user treated the event with oral glucose tablets and uses a Dexcom G7 CGM. Symptoms included hypoglycemia with a lowest reported sensor value of 60 mg/dL and a duration of about 45 minutes. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, with a usage problem identified related to accidental additional meal announcement leading to excess insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.